Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not deploy. Additional information has been requested, received and stated the issue happened at the time of insertion. The iol remained in delivery system. In surgeon opinion, loading was not done properly caused or contributed to the event. This report is associated with multiple complaints. This file is 1 of 2.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle and is advanced over the intraocular lens (iol). The iol is advanced to mid nozzle and is crushed. The plunger tip is bent, this could possibly be due to the device being returned loose in a plastic bag. Photo review: photo provided (image 1) shows an activated company device. The plunger is advanced outside of the nozzle tip and appears to be advanced over the iol. The iol appears to be advanced into the nozzle entry. Photo (image 2) shows an activated company device. The plunger and the lens are advanced into the nozzle entry. The plunger appears to be slightly advanced over the lens and is bent to the left. We are unable to determine the root cause for the reported complaint" lens didn't deploy; loading was not done properly." Plunger override was observed. Plunger override may occur: 1) if the lens has become misaligned in the lens bay during the manufacturing process. 2) due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. 3) if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. 4) if the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.